Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose value of 453 mg/dl. The customer blood glucose level was 278 mg/dl at the time of incident. Customer stated that they put on a new sensor and infusion set last night but her blood glucose had not been below 300 mg/dl. Customer had been using the auto mode feature. Customer did not allege pump was under delivering. Customer also stated that site had blood and they did not received medical treatment. The insulin pump will not returned for analysis.